Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that the lancet would not fully penetrate when using their onetouch delica lancing device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the lancing device issue first began at 11am on (B)(6) 2017. The patient manages their diabetes with x2 metformin and x1 januvia pills per day (dosages unspecified) and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient reported that two hours later they developed the symptoms of ¿dizziness and heart beating fast¿; however, denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted there was no misuse of the device and the correct lancets were being used. However, the issue could not be resolved with training. The patient¿s lancing device was replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began.